Manufacturer narrative:
All available information indicates that the lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that in the year of 2008, oversensing of noise occurred on the rate/senes portion of this right ventricular (rv) lead. An unspecified time of pacing inhibition occurred. The patient implanted with this rv lead had reported a feeling of lightheadedness in the past. An invasive revision procedure was performed and a new right atrial (ra) lead was implanted to use for sensing purposes. No further complications were observed.